Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for obstruction of flow. The site found outflow graft stenosis at the site of the aortic attachment. The outflow graft was assessed with a full sternotomy and found that there was external pressure on the outflow graft due to adhesion and some scar tissue. The site further reported that the outflow graft was revised. The patient¿s parameters normalized, and the pump is reported to be running as expected. The pump is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) only. The outflow was not returned for evaluation. The reported low flow event could not be confirmed via log file analysis since log files covering the reported event date were not available for analysis. Of note, it was reported by the site that surgical assessment revealed external pressure on the outflow graft. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible root causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, and/or poor ventricular assist device (vad) filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.